Manufacturer narrative:
Insulin pump was received with all buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify battery out limit or perform the self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No frozen screen noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube window, broken partial of reservoir tube lip, broken belt clip slot, minor scratched and cracked display window, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call frozen display, battery out limit alarm and button error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the button error was performed. Customer advised the buttons were unresponsive. Customer called back to advise the frozen display issue and battery out limit alarm were resolved by replacing the battery and to cancel the replacement process. Customer was advised a button error alarm requires insulin pump replacement. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.